Event description:
Patient self tester reported discrepant results. Date: (B)(6) 2010 "early morning" ; pst's inratio2: 5.1; date: (B)(6) 2010 - 2:30 pm, md's inratio: 4.4.

Manufacturer narrative:
Investigation pending.